Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12160, model: sc-1216, serial: (B)(6), batch: 1761502.

Event description:
It was reported that following an implantable pulse generator (ipg) replacement procedure (MFR. Report no.: 3006630150-2024-07349), the patient developed an infection at the midline cervical incision site. Symptoms of redness and drainage were noted. It was also stated that the patient was not able to charge the ipg. The physician believed that the infection was a result of the procedure and was not device related. The patients ipg and paddle lead were explanted, and the patient was placed on antibiotics. The explanted devices were retained by the medical facility and will not be returned.